Event description:
Complainant alleged that while attempting to monitor a pt, the device shut down on battery power. Complainant indicated that they use a competitor's battery. Complainant indicated that there was no adverse effects to the pt due to the reported malfunction.